Manufacturer narrative:
(B)(4). No product was returned of picture provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient is experiencing pain and limited range of motion post implantation. Patient has received oral medication and a patella brace. It was reported that no further information is available.